Event description:
Healthcare professional (hcp) reports one incident of blood leak on psn 210 dialyzer after passing air test. Blood leak occurred approximately one hour into treatment and was noted on blood leak alarm. Blood leak was verified with positive hemastix. Blood from the arterial blood line was returned to the patient. The remainder of the the blood was discarded with an estimated blood loss of 50 cc. Patient was treated with 1 gm ancef prophylactically as per unit procedure. Treatment was resumed with new disposables and completed without further incident. No patient injury reported per hcp.